Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Cec adjudicated that a non-q-wave mi (target vessel) udmi peri-pci occurred in the lad the same day. The sponsor assessed the event as possibly related to the index device and not related to the antiplatelet medication.